Manufacturer narrative:
D3: correction concomitant product added to capture blincyto h3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed upstream occlusion. Per reporter, the tubing between the reservoir and the pump was straight, and the spike was fully inserted. Per reporter, the latch was locked in place, preventing the removal of the cassette to troubleshoot for air bubbles. Per reporter, new batteries had already been tried, the pump was powered down and the bottom gently tapped to disperse air bubbles, but the alarm could not be cleared. Infusion could not be paused for more than 4 hours, and the patient was 1.5 hours away from their clinic. Reporter redirected the patient to their physician. No patient harm/adverse event was reported.